Event description:
It was reported that the device was used during a low anterior resection. When the surgeon fired the device, there was no audible crunch heard when the instrument was fired. The surgeon attempted again to fire the instrument, but it did not cut either. The surgeon tried to release the instrument, but failed. He then resected above the anvil head using the linear stapler and completed the procedure by hand suture.